Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.the reason for reoperation is: a right side rupture.

Event description:
Healthcare professional reported "right side rupture." Device remains implanted.

Event description:
Healthcare professional reported "right side rupture." Device remains implanted.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "right side rupture." Healthcare professional later reported "capsular contracture", baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported "right side rupture." Physician later reported "capsular contracture", baker grade unknown. Physician later reported "peri-implant fluid", and "persistent right breast pain, swelling, with yellowish nipple discharge." Device has been explanted.